Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: four customer samples were received for evaluation. One sample was received threaded into a bd single use holder with the safety shield rod broken off in the c collar hook. Two single samples were received with the safety shield rods broken off in the c collar hook. One sample was received with the safety shield engaged over the IV cannula with no safety shield rod breakage identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5200974. Results: no assignable root cause and/or contributing factors that may lead the safety shield breaking off were identified through the investigation process.

Event description:
It was reported that the pink safety device of the bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in is breaking off when engaged after collection. There are some instances where the pink shield would be broken off in the box. No injury or medical intervention.